Event description:
Red status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the (B)(6)2015. Delivery note 29318 was reviewed and it was determined that the sam 500p was shipped with a pad-pak from lot a2053 and a pedi-pak from lot p5026, which had expiry dates of (B)(6)2019 and (B)(6)2019 respectively. The DHR for the returned pad-pak from lot a3312 (expiry september 2023) was reviewed, which revealed it was 1 of 200 manufactured on the 16th may 2019, 196 of which were shipped to htm medico on the(B)(6)2019 . Each pad-pak was subject to a battery voltage test on the (B)(6)2019 with three recorded fails. These failed pad-paks were stored in quarantine. Depleted pad-pak. No fault found on the returned sam 500p. Information from the history log showed the device was first installed on the (B)(6)2015 and performed to specification for 4 years and 1 months before failing the weekly auto self-test due to low battery on the (B)(6)2019. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt alongside a flashing red status indicator, as per the reported fault. Information from the delivery note for the sam 500p indicate the device was shipped with pad-paks from lots a2053 and p5026, with expiries of may 2019 and april 2019 respectively. These pad-paks would therefore have expired by the time of the initial low battery fail and had likely resulted in the reported fault. The pad-paks were not returned for investigation. During investigation, no fault was found on the sam 500p or returned pad-pak from lot a3312 that would have resulted in a low battery fail. The device was temperature cycled between 0-50°c for 48 hours. Further stress testing was then carried out at 50°c 95%rh for 5 days. The pad-pak ocv/ccv and device current drain were measured before and after this stress testing with no significant changes observed. This combined testing equates to approximately 9.5 years of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing. There was no patient involved in this event.